Event description:
Ohs plate implanted in 2002. Pt came to ER, complaining of hip pain. Broke on x-ray. Plate and screws removed in 2003. Surgical procedure - removal of im rod in right hip and femoral strut graft.